Event description:
It was reported that the outer plastic packaging was damaged. Sales rep had a spare.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the outer plastic packaging was damaged. Sales rep had a spare.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. This investigation is similar to investigation for similar event concluded that the packaging damage was caused by excessive handling during distribution.